Event description:
It was reported that the patient was implanted (B)(6) 2018, had been doing well, recently complained of gerd symptoms, chest x-ray showed discontinuous linx device. No trauma, no vomiting, no MRI, healthy patient, (B)(6) female no known medical allergies, normal weight, had a small hiatal hernia at implant that was repaired, no hh recurrence. Patient will likely want the device replaced.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Linx photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: when is the explant scheduled to take place? Tbd. When did the recurrent gerds symptoms begin? Recently. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Not known, will ask. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Likely removal and replacement¿not definite yet. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Will ask when and if the linx device is removed, may we ask that the device be returned for analysis? Yes, that is the plan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Linx photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: when is the explant scheduled to take place? Tbd. When did the recurrent gerds symptoms begin? Recently. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Not known, will ask. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Likely removal and replacement¿not definite yet. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Will ask when and if the linx device is removed, may we ask that the device be returned for analysis? Yes, that is the plan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was implanted (B)(6) 2018, had been doing well, recently complained of gerd symptoms, chest x-ray showed discontinuous linx device. No trauma, no vomiting, no MRI, healthy patient, (B)(6) female no known medical allergies, normal weight, had a small hiatal hernia at implant that was repaired, no hh recurrence. Patient will likely want the device replaced.

Manufacturer narrative:
(B)(4); date sent: 1/20/2023. See op notes. Additional photo analysis: as per medical safety officer: a lateral chest xray reviewed demonstrates a discontinuous linx device.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2022. Photo analysis: as per medical safety officer: the pa and lateral cxr were reviewed. The lateral view clearly demonstrates a discontinuous device. Unfortunately the mechanism/cause of failure cannot be determined from the provided x-ray image. A manufacturing record evaluation was performed for the finished device batch number 18766, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2022. Additional information received: removal date was may 16. Additional linx photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4). Date sent; 6/16/2022.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022. Investigation summary a 14-bead linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The through-hole has a small amount of material displacement at the outer edge. The overall appearance of the surface of the washer didn't exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball appears to be spherical and slightly non-concentric with respect to the wire. The link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. Photo analysis on all photos: as per medical safety officer: the images review demonstrate a discontinuous device, located below the diaphragm. Additional information received: see attached medwatch. Mw51101017 information in attached medwatch: the patient is a (B)(6) woman who is a few years out from repair of a hiatal hernia and placement of a sphincter augmentation device for severe reflux disease. About 3 years postop from this, she developed recurrence of symptoms. There is no pain or other episodes associated with the return of her symptoms. Postop follow up showed a discontinuous device. Company was informed and per protocol, the device was removed. During surgery, the device was located just above the ge junction, which is the normal location. Noted the device had become discontinuous posteriorly. Due to the posterior discontinuation of the device, the surgeon was unable to place any sort of suture, penrose or any other device and so the capsule was unable to be removed. To avoid esophageal injury, the capsule was left and patient underwent anterior fundoplication. A metallic ring device lies at the level of the gastroesophageal junction and appears to encompass at least 270 degrees of a cervical. The posterior aspect of the ring is open. The entire reflux device esophageal ring appears disrupted posteriorly. FDA safety report ID# (B)(4). Additional information received: dr. (B)(6) in the (B)(6) area removed this lxmc-14 device. I can confirm that the device was recovered in full and I personally mailed the complete- discontinuous lxmc-14 back. I believe the encapsulation described the scar tissue formed around the linx devices and only the superficial tissue was removed to access the device. It appears the device was removed (states ¿.¿and per protocol, the device was removed¿) but not the entire capsule. This would be normal because the capsule forms around the device and is removed from the anterior surface of the device by some method¿cautery, harmonic, etc. There is usually some capsule left but it is somewhat obliterated in the front part of the esophagus that is able to be viewed during the removal. The capsule that formed around the device that is behind the esophagus often can¿t be removed because it is tucked behind where one can¿t see. The patient recently had a defective linx device removed from the esophagus, a device that broke less than 3 years after implantation, resulting in a return of significant reflux. Was forced to undergo another surgery, resulting in scarring, loss time at work, pain etc. No additional information was provided.